Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. On the following day, the target lesion #1 was located in the ramus with 95% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. The target lesion #2 was located in the first right posterolateral (rpl) branch with 90% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In april (B)(6), the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. No further action was reported to treat the stable angina pectoris. The event was considered to be recovering/resolving. Eight days later, the subject was discharged from the hospital. It was further reported that in (B)(6) 2024, at the time of the stable angina pectoris event, the subject was on aspirin and clopidogrel. The event was treated medically.

Event description:
Synergy china registry it was reported that the patient experienced stable angina pectoris. In august 2022, the subject presented with stable angina and was referred for cardiac catheterization. On the following day, the target lesion #1 was located in the ramus with 95% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. The target lesion #2 was located in the first right posterolateral (rpl) branch with 90% stenosis and was 10 mm long, with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Post procedural residual stenosis was noted to be 0%. Post dilatation was not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. No further action was reported to treat the stable angina pectoris. The event was considered to be recovering/resolving. Eight days later, the subject was discharged from the hospital.